Event description:
It was reported that this this single chamber pacemaker system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. This triggered a lead safety switch (lss) which resulted in the pacemaker device automatically switching the rv lead from the bipolar to the unipolar pacing and sensing configuration. There was also a corresponding signal artifact monitor (sam) episode exhibiting oversensing of the minute ventilation (mv) sensor signal due to the high impedance state. As a result, the mv sensor was automatically disabled by the pacemaker device. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that this is possibly due to a device header spring contact issue, but they should bring the patient into the clinic to test the rv lead in the bipolar configuration to see if the out of range pace impedance value can be reproduced. Ts noted that if the issue cannot be reproduced, they may want to reprogram the rv lead to a unipolar pacing and bipolar sensing configuration. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this single chamber pacemaker system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. This triggered a lead safety switch (lss) which resulted in the pacemaker device automatically switching the rv lead from the bipolar to the unipolar pacing and sensing configuration. There was also a corresponding signal artifact monitor (sam) episode exhibiting oversensing of the minute ventilation (mv) sensor signal due to the high impedance state. As a result, the mv sensor was automatically disabled by the pacemaker device. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that this is possibly due to a device header spring contact issue, but they should bring the patient into the clinic to test the rv lead in the bipolar configuration to see if the out of range pace impedance value can be reproduced. Ts noted that if the issue cannot be reproduced, they may want to reprogram the rv lead to a unipolar pacing and bipolar sensing configuration. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the rv lead had remained in the unipolar pacing and sensing configuration since the high out of range pace impedance measurement greater than 3000 ohms and the associated lss that occurred in 2021. There were recent stored electrograms showing noise due to the unipolar sensing configuration. The noise was oversensed resulting in brief instances of pacing inhibition. The patient was noted to have experienced instances of dizziness that correlate with the pacing inhibition, but they did not experience syncope. The hcp indicated the noise was not reproducible with isometrics testing in the bipolar configuration. The rv lead diagnostics, including unipolar pace impedance and threshold measurements, which were performed by the hcp were appropriate. The hcp reprogrammed the rv lead to a unipolar pacing and bipolar sensing configuration and sensitivity programming was changed from automatic gain control (agc) to a fixed value. The hcp will continue to monitor the patient. The products remain in-service. No additional adverse patient effects were reported.